Event description:
A 3.0mm diameter x 15 mm length driver rx coronary stent delivery system was inserted in a pt for treatment of an unknown lesion. Vessel morphology was not reported. It was reported that the physician was unable to inflate the balloon. A second driver 3.0 x 15 was also attempted; the balloon would not inflate. (MFR reported 2953200-2008-00412). Both of the devices were returned and upon investigation were found to have a balloon leak. No additional info has been obtained. The pt's condition was not reported. Evaluation summary: medtronic has rec'd the device and its analysis has been completed. The distal shaft was kinked 20cm from the tip. The stent was located between the balloon pillows on the partially inflated device. The 1st proximal and distal stent segments were slightly flared indicating that pressure had been applied to the balloon. Negative purge confirmed the presence of a leak. The leak was located on the proximal pillow over the proximal marker band. There were scratches and lead in damage evident at the leak site suggesting that the balloon may have come into contact with a hardened surface. Please note that this device (drv30015x/lot number 0000671702) is distributed outside the united states; however, it is similar to the united states distributed product drv30015w.

Manufacturer narrative:
Evaluation: results, conclusions: (lack of info).